Manufacturer narrative:
(B)(4). Evaluation of the incident electrode confirmed the customer's report. The blue heat shrink insulation was split where the ptfe clear insulator is located. The ptfe was loose and had scratches on it. The noted damage may indicate the device was cleaned with an abrasive material. This cleaning method would compromise the integrity of the insulation and would contribute to the insulation tearing. The instructions for use state cleaning the electrode with a scratch pad or other abrasive object, scraping with a sharp object or bending beyond 90 degrees may damage the electrode. If the electrode is damaged, it should be discarded.

Event description:
The customer reported that near the end of a craniotomy procedure, the insulation and the blue pvc were peeled on the electrode. Another electrode was opened to continue the procedure. Nothing fell into the patient cavity. There was no harm to the patient.